Event description:
It was reported that the ventilator failed internal leakage test with message "system volume too small" during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, traces of liquid contamination inside the filter's chamber of the air gas module has been found. The air gas module regulates the inspiratory gas flow and gas mixture. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to hospital's central air gas system.